Event description:
It was reported that the subject device had broken collar and scope communication error. The issue was found during the setup. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had broken collar and b30, scope communication error. The issue was found during inspection for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d8, d9, g1, h2, h3, h6, h11 corrected field: b5. The device was returned to olympus for inspection and the reported failure was confirmed for the broken collar but for the b30, scope communication error was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: screw broken in chassis screw hole. Based on the investigation results a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.